Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 02/04/2016. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, receiver and smart phone that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.